Event description:
A malfunction alarm, identified by the code "malf 0," was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after following the instructions, the issue did not recur. The customer was advised that they could continue using the pump and to contact support if the malfunction reappeared.